Event description:
It was reported that patient underwent arthroplasty on (B)(6) 2025. Broaching of the femur was completed sequentially from the starter broach through to the size 9 broach; calcar reaming was performed on the final broach. Each broach was fully seated within the femur. After trailing was performed, the surgeon was happy with stability and implant positioning. Final stem was chosen, confirmed by surgeon, and opened. During final stem insertion of the size 9 standard emphases stem, the surgeon stated that the stem would not seat fully; it was sitting approximately 3cm proud. The surgeon chose to use non-dps flexible reamers. Reamers were used in sequential order until 14, 15, and 16mm. An attempt was made to insert the stem following each of these reaming's. After the 16mm reamer was used, the stem was finally able to be fully seated with the collar contacting the calcar. Procedure was completed successfully with a ten-minute delay. There was no patient consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01) gtin is not available. H3, h6: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. No device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable.